Event description:
It was reported by the affilate that during a hemorrhoidectomy procedure, the staples partially formed. There was no pt conseqquence. Another device was used to complete the procedure.